Event description:
Additional information was received that the minute ventilation feature on the pacemaker was programmed off due to continued increase in heart rates when the patient moved their arms. Since turning off the minute ventilation feature, the patient has felt better. No adverse patient effects were reported.

Event description:
Boston scientific received information that during rehabilitation therapy when the patient moves his arms, his heart rate increases and the pacemaker paces at the maximum sensor rate. It was noted that when the patient moves his legs, this does not occur. Boston scientific technical services (ts) was consulted discussed that the arm movements are creating the minute ventilation feature to increase the patient's heart rate. It was thought that perhaps the patient's breathing pattern is different when moving their arms versus their legs. The rate response was increased and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.